Event description:
The home patient's family member reports a 2240 alarm during the initial drain of automated peritoneal dialysis with the homechoice machine. It is reported that the patient line of the set was connected very tight. The family member discontinued the treatment and finished with new supplies. There is no patient injury or medical intervention reported by the pt's family member.